Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the infusion device shut off without first displaying an error or alert message. The patient has experience both hyperglycemia and hypoglycemia due to the device issue and partially because he is a brittle diabetic. The patient had an incident where he lost consciousness due to low blood glucose when the infusion device shut off. The patient's wife treated him with food (a small piece of cake) and a can of coke poured into his mouth. The blood glucose level was 20 mg/dl on his aviva combo meter at the time of the incident. The patient was not taken to a medical facility. The infusion device was requested to be returned for product evaluation.